Event description:
It was reported that the ventilator did not pass pre-use check due to multiple fails. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported issue with failing pre-use check tests has been confirmed during evaluation of the received problem description. Our field service engineer (fse) investigated the issue further, cleaned several patient circuit boards and updated the sw but the issue remained. No parts were replaced during this initial visit but spare parts were required from the customer in order to proceed with the investigation. However, further investigation was not accepted and there are no other details on how or if the reported issue was resolved.

Event description:
Manufacturer's ref.#: (B)(4).